Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. (B)(4). Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was less than 250ml. Results based on evaluation of user facility information and the returned sample; based on the reserve samples evaluation. Conclusions based on evaluation of user facility information and the returned sample; based on the reserve samples evaluation. The sheath and dilator were returned to the manufacturing facility for evaluation. The dilator revealed no visual anomalies. The valve appeared to have a flaw that was confirmed under magnification to be a tear. An evaluation of the retention samples from the reported part/lot # combination and the surrounding lots manufactured was conducted. There were no visual anomalies noted during visual evaluation. In addition, functional testing confirmed the samples met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the involved device inserted in the cross-cut valve of the actual sample was manipulated in a way that caused the valve to tear. The potential for such an event is addressed in the instruction-for-use (IFU) with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the (B)(4) device. Follow-up communication from the user facility reported the following information: (1) leakage was reported at the hub of the sheath; (2) blood loss was less than 250ml; and (3) there was no reported injury to the patient.